Manufacturer narrative:
Device passed displacement test, active current measurement, sleep current measurement test, and self test. Device was monitored. No blank display noted during testing. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received blank display. Frozen display not recurred after installing battery. Customer did all possible troubleshooting. Battery cap was neither damaged nor corroded. Display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.